Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: external control system failureadditional text: inflow and outflow tubingspecific component(s) involved: other component malfunction, specifyadditional text:other component: tubing changed out for clotcausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : change out centrimag linesimplant device type: both (in the same or visit)malfunction device type: rvad